Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: etlw1620c124e stent graft, implanted: (B)(6) 2014; etbf3216c145e stent graft, implanted: (B)(6) 2014; 5076-58 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise, non-physiologic intervals and a lack of slack were noted on the right atrial (ra) lead. The noise recorded was causing constant mode switching. A history of high thresholds were also noted on the right atrial (ra) lead and the right ventricular (rv) lead. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming occurred and that the right atrial (ra) lead exhibited far field r-wave (ffrw) over-sensing.